Event description:
It was reported that a motor stall was confirmed in the event logs with no recovery recorded. The stall was caused by the patient having a MRI or other medical procedure. No patient symptoms, treatment, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.